Manufacturer narrative:
Legal claim received on 17-jun-2016. The consumer's date of birth was updated. Essure was inserted in (B)(6) 2014. Shortly after undergoing the essure procedure, hsg test was performed and coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, excessive weight gain, and excessive hair loss. She stated that she never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2016, hysterectomy was done to remove essure. Company causality comment: this case was initially received from a doctor and reported that a female patient who had essure (fallopian tube occlusion insert) inserted claimed her lymph node was inflamed and a bilateral salpingectomy was performed to remove essure. Upon receipt a legal claim the patient also mentioned a chronic pelvic pain. Both events are serious due to medical importance. Chronic pelvic pain is listed while the other event is unlisted in the reference safety information for essure. In this case, it was not reported the reason why her lymph node was inflamed. Considering that no alternative explanation was provided, a causal relationship between this event and suspect insert cannot be excluded. Chronic pelvic pain may occur after essure's insertion, given the nature of this event causality cannot be excluded. This case was regarded as incident since surgical intervention to remove essure was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Further information is being sought.

Event description:
This is a spontaneous case report received from physician in united states on (B)(6)-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent contraception on (B)(6)-2014. The patient claimed her lymph node was inflamed and requested removal of essure coils. She wanted the tubes and coils saved so she could send them to a law firm. Hsg (hysterosalpingogram) done on (B)(6)-2014 and was successful. Essure coils removed on (B)(6)-2016 and bilateral salpingectomy performed. Follow up 03-may-2016: quality-safety evaluation of ptc (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this medically confirmed, potential legal and spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and claimed her lymph node was inflamed. She had essure coils removed and a bilateral salpingectomy was performed. The reported event is serious and unlisted in the reference safety information for essure. In this case, it was not reported the reason why her lymph node was inflamed. Considering that no alternative explanation was provided, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Further information is being sought.

Manufacturer narrative:
(B)(4).